Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet pump several weeks prior, the device¿s physical condition continued to deteriorate, and the screen was damaged, though insulin delivery and operation were still functional at the time of the report. Symptoms included no reported adverse clinical signs or blood glucose events. Outcomes included no reported impact to health, medical intervention, or hospitalization. Investigation included review of the complaint details, request for product return, and analysis of submitted photographs. Investigation of this case revealed external damage to the pump enclosure consistent with user handling, with no reported alerts or alarms during use. It was concluded that the device experienced physical damage attributable to handling, with no evidence of a device malfunction affecting therapy at the time of the report.